Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory ind icated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) during a procedure with cautery. The clinician had thought detections were turned off but further review of performance data indicated the device had only been interrogated and not reprogrammed prior to the procedure. The device remains in use. No further patient complications have been reported as a result of this event.